Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotablator rotalink plus device. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. There are numerous sheath kinks. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so, it was nott able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rpm was unstable. The 75% stenosed target lesion was located in moderately tortuous and severely calcified mid and proximal right coronary artery. A 1.75 mm rotalink plus was selected for use. No problem was noted during preparation outside the body. The device was set up to 190,000 rpm. However, after ablation for several times. It was noted that the speed increased up to 250,000 rpm. The use of device was discontinued. The device was simply removed from the patient and the procedure was completed with another of same device. No complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the rpm was unstable. The 75% stenosed target lesion was located in moderately tortuous and severely calcified mid and proximal right coronary artery. A 1.75 mm rotalink plus was selected for use. No problem was noted during preparation outside the body. The device was set up to 190,000 rpm. However, after ablation for several times. It was noted that the speed increased up to 250,000 rpm. The use of device was discontinued. The device was simply removed from the patient and the procedure was completed with another of same device. No complications reported.